Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was chosen for implant using an unknown delivery sheath. Following the amulet procedure, the patient was found to be non-responsive, and a code was initiated. The patient was noted to have pulseless electrical activity. Cardiopulmonary resuscitation (CPR) was performed, and pericardiocentesis was conducted, with 280 cc of fluid drained. The patient was stabilized and intubated. Extubation was planned for (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
An event of patient device incompatibility was reported with pericardial effusion, cardiac tamponade, and cardiac arrest. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient device incompatibility could not be determined. The reported pericardial effusion, cardiac tamponade, and cardiac arrest, are likely cascading effects from the event. Medical interventions were a result of case-specific circumstances, as CPR, pericardiocentesis, and surgical removal of device were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was chosen for implant using an unknown delivery sheath. No pericardial effusion was noted prior to the procedure. A transseptal puncture was performed in the mid/mid position. The device was manipulated during the procedure, including two partial recaptures and no full recaptures. There were multiple wire or delivery sheath exchanges, with wire positioning in the left atrium. The patient¿s rhythm at the time of the procedure was sinus rhythm. The patient received heparin via drip, with an activated clotting time of greater than 350 seconds, and was on oral anticoagulant therapy with aspirin (oac + asa) at the time the event occurred. Following the amulet procedure, the patient was found to be non-responsive, and a code was initiated. The patient was noted to have pulseless electrical activity. Cardiopulmonary resuscitation (CPR) was performed, and pericardiocentesis was conducted, with 280 cc of fluid drained, resolving the pericardial effusion. The effusion was described as circumferential, and the physician concluded that cardiac tamponade was present. A reversal agent (protamine) was administered. The user believes the amulet device caused the effusion. The patient was stabilized and intubated. On (B)(6) 2026, the device was explanted surgically.